Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018with the following findings: a review of the pump black box data indicated evidence of a sudden drop voltage resulting in a low battery warning followed by a replace battery alarm on (B)(6)2018. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Idle and sleep current draws were not within specifications. The pump case was removed and evidence of moisture contamination was observed inside the pump on multiple printed circuit board components including the transceiver/cgm board. The transceiver/cgm board was unplugged and current draw levels returned to within specifications. The high idle and sleep current draw levels were found to be due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.